Event description:
It was reported that the customer stated that tubing was clogging prematurely. Customer went through five infusion sets. Customer is currently wearing one that is working. Customer stated that the only thing he hasn't ruled out is his insulin. Customer has been having continuing issues with no delivery alarms since (B)(6) 2014. Customer believes that the pump is operating as it is supposed to and thinks it is set related since the tubing occludes almost immediately. Customer will be assisted by a local trainer with his issues and will be possibly recommended a different infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)